Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that they were implanted 6 years ago. Last year, they were dissatisfied with back component, subcutaneous stimulation could no longer tolerate. System was now 5 weeks off and they were considering explantation. Before doing so, the rep would like to check the option of selective explantation of subcutaneous wires for magnetic resonance imaging (MRI).